Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl and a high ketone level. Reportedly, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Additionally, customer was using u-100 admelog for insulin therapy. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage.

Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.